Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient left a clamp open on an unused supply line. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2. Gts had the patient close all the clamps and transfer set to cycle power twice, clearing the error to the "press go to start" prompt. Gts explained that a large amount of air had entered into the disposable set. The patient stated he left a spare supply clamp open causing the error. Gts advised the patient to discard the supplies and report the error to their dialysis nurse the next morning. Product surveillance contacted the patient who explained he now always closes the clamp and that he contacted his dialysis nurse about the error. The patient further explained that he had always left the clamp open, but the hc had never alarmed before. No injury or medical intervention was reported.